Event description:
See manufacturer# 3004209178200904730. It was reported that the patient experienced a shocking sensation when her stimulation was on. The shocking occurs 1-2 times a month when she is sitting. Her physician has done x-rays and found nothing wrong with her device system. The patient has also experienced hair thinning and hair loss on the top of her head since implant. She has no family history of this. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)